Event description:
Complaint received that alleges "rn went in to check on a pt and as she rounded the end of the bed to check the customer's pulse, water had pooled around the unit and she slipped and did the splits - injuring her left knee. She is currently receiving medical attention at baptist for a left knee injury and it is possible that she will need surgery." Product not received for evaluation or review. No additional information received from pt, and/or clinician regarding additional details of incident.